Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: the 1899200: microdebrider 1899200, m5 rohs, s/n (B)(4), lot 209618481, manufacture date: 05/19/2015, received for evaluation: 11/04/2015. (B)(4).

Event description:
It was reported that the bur broke off and is stuck inside the handpiece. There was no patient impact.